Event description:
It was reported that this patient at some point had experienced a drug withdrawal and was taken to the emergency room. The patient was administered 3-4 milligrams of ativan to 'make him stop.' The specific symptoms at the time of the event were not reported. This device system was reported to have delivered lioresal. It was later reported that the cause of the event was the subdural catheter/subdural tip locator and that there was not a pump problem. The patient had mild withdrawal symptoms and loss of efficacy. The patient was treated with oral baclofen and a catheter dye study performed around (B)(6) 2013 revealed no return flow. There was no hospitalization and no patient injury. No intervention had been performed at the time this was reported as the parent had not yet agreed to another catheter revision. It was also noted that this device system delivered compounded baclofen.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).